Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation papers allege:increased hip and back pain severely limiting her mobility. Her inability to walk and/or move freely has severely diminished her quality of life. **update*** (B)(6) 2012. Of patient fact sheet form was received which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. **update received (B)(6) 2017. The sales rep has reported the revision surgery. Patient was revised to address acetabular cup loosening. Cup was also noted to have gone through the medial wall. The stem was noted to have corroded and was also showed fretting. The stem is now being added to the complaint.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.